Event description:
Nursing home resident found dead in nursing home with chin caught between side rail and bed mattress. Autopsy and inquest found death due to asphyxia due to compression of neck also with left-sided paralysis.